Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump. The blood glucose reading is 267 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with prime error alarm during occlusion test due to motor high current draw. No cosmetic damage noted.